Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5063136) on (B)(6) 2016. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain - feels like cramps") and irritable bowel syndrome ("ibs-c") in a 45-year-old female patient who had essure (batch no. 637222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma. Concurrent conditions included body mass index normal, nickel sensitivity (not recovered prior to essure) and migraine (not recovered prior to essure). Concomitant products included fluconazole (diflucan) for vaginal itching as well as anovlar (fem-hrt) since 2010, ciclosporin (cyclosporine) since 27-apr-2016, clonazepam (clonapin) since 2005, eugynon (alesse birth control) from 2004 to 2009, omeprazole since 2010 and zolpidem tartrate (ambien) since 2000. In 2009, the patient experienced headache ("headaches"), migraine ("migraines") and fatigue ("fatigue"). On (B)(6) 2009, the patient had essure inserted. In september 2009, the patient experienced pelvic pain ("pain/ chronic pelvic pain"). On (B)(6) 2010, 8 months 5 days after insertion of essure, the patient experienced loss of libido ("low sex drive / lack of sexual drive"), mood swings ("mood swings / hormonal changes: mood swings"), hot flush ("hormonal changes: hot flashes") and menstruation delayed ("hormonal changes: cycle stopped"). In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2010, the patient experienced vaginal infection ("vaginitis"). In 2012, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"). In 2015, the patient experienced urticaria ("hives / rashes or skin conditions: hives"), weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In 2016, the patient experienced tooth fracture ("dental problems broken tooth"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), irritable bowel syndrome (seriousness criteria hospitalization and medically significant) with abdominal distension and constipation, rash ("chronic rashes"), arthralgia ("joint pain"), laboratory test abnormal ("abnormal lab results"), feeling abnormal ("brain fog"), incontinence ("incontinence"), complication of device removal ("attempted removal of the essure"), alopecia ("hair loss") and bladder spasm ("bladder spasm"). The patient was treated with axotal (esgic-plus), ondansetron (zofran), promethazine (phenergan), axotal (fioricet), macrogol (miralax) and surgery (robotic assisted hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, irritable bowel syndrome, rash, urticaria, headache, arthralgia, weight increased, laboratory test abnormal, feeling abnormal, incontinence, complication of device removal, urinary tract infection, vaginal infection, female sexual dysfunction, tooth fracture, dysmenorrhoea, pelvic pain, fatigue, alopecia, nausea, bladder spasm and weight decreased outcome was unknown and the loss of libido, mood swings, hot flush, menstruation delayed, migraine and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, bladder spasm, complication of device removal, dysmenorrhoea, fatigue, feeling abnormal, female sexual dysfunction, headache, hot flush, incontinence, irritable bowel syndrome, laboratory test abnormal, loss of libido, menstruation delayed, migraine, mood swings, nausea, pelvic pain, rash, tooth fracture, urinary tract infection, urticaria, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: the consumer mentioned the event outcome hospitalization and other serious (important medical event) but did not specify for one of the events. Legal claim was stating that sometime after the attempted removal of the essure, she reported to her healthcare provider that she was experiencing abdominal pain, weight gain, headaches, joint pain, rashes, bloating, brain fog, and lowered libido. On or about (B)(6) 2016, plaintiff saw her physician and underwent a robotic assisted hysterectomy and bilateral salpingectomy. The plaintiff was forced to undergo a major surgery as a result of her essure implants. The surgery was much more severe than what would have been required of a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: evidence of occluded fallopian tubes on (B)(6) 2016, surgical pathology report diagnoses showed cervix, uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: cervix without significant diagnostic abnormality. Uterus with inactive to atropic endometrium. Each fallopian tube contains metal coil consistent with essure device. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: events added from pfs: hormonal changes: hot flashes, hormonal changes: cycle stopped, migraines, urinary tract infection, vaginitis, apareunia (inability to have sexual intercourse), dental problems broken tooth, nickel allergy, dysmenorrhea (cramping), pain, fatigue, weight loss, incontinence, bladder spasm . Lot number , concomitant disease, historical condition added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was reported via regulatory authority (reference number: mw5063136) on 19-jul-2016. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain - feels like cramps") and irritable bowel syndrome ("ibs-c") in a female patient who received essure (batch no. 637222). The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), irritable bowel syndrome (seriousness criteria hospitalization and medically significant) with abdominal distension and constipation, rash ("chronic rashes"), urticaria ("hives"), headache ("headaches"), arthralgia ("joint pain"), weight increased ("weight gain"), laboratory test abnormal ("abnormal lab results"), feeling abnormal ("brain fog"), loss of libido ("low sex drive"), incontinence ("incontinence"), mood swings ("mood swings") and complication of device removal ("attempted removal of the essure"). The patient was treated with surgery (robotic assisted hysterectomy and bilateral salpingectomy). Essure was withdrawn. At the time of the report, the abdominal pain, irritable bowel syndrome, rash, urticaria, headache, arthralgia, weight increased, laboratory test abnormal, feeling abnormal, loss of libido, incontinence, mood swings and complication of device removal outcome was unknown. The reporter considered abdominal pain, irritable bowel syndrome, rash, urticaria, headache, arthralgia, weight increased, laboratory test abnormal, feeling abnormal, loss of libido, incontinence, mood swings and complication of device removal to be related to essure. The reporter commented: the consumer mentioned the event outcome hospitalization and other serious (important medical event) but did not specify for one of the events. Legal claim was stating that sometime after the attempted removal of the essure, she reported to her healthcare provider that she was experiencing abdominal pain, weight gain, headaches, joint pain, rashes, bloating, brain fog, and lowered libido. On or about (B)(6) 2016, plaintiff saw her physician and underwent a robotic assisted hysterectomy and bilateral salpingectomy. The plaintiff was forced to undergo a major surgery as a result of her essure implants. The surgery was much more severe than what would have been required of a tubal ligation. Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: legal claim was received: new event added (attempted removal of the essure), robotic assisted hysterectomy and bilateral salpingectomy was performed. Company causality comment: this non-medically confirmed, spontaneous case report, refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced ibs-c (irritable bowel syndrome) and abdominal pain - feels like cramps. Upon follow-up receipt, it was reported consumer underwent a robotic assisted hysterectomy and bilateral salpingectomy, seven years after insertion. Irritable bowel syndrome is unanticipated whereas abdominal pain is anticipated in the reference safety information for essure. In this present case, consumer had irritable bowel syndrome after essure placement. Although positive temporal relationship, given the systemic pathophysiology of irritable bowel syndrome (ibs) and the local action of essure in the fallopian tubes, causality between the event above and essure use is very unlikely (unrelated). Although irritable bowel syndrome could alternatively explain the abdominal pain, as abdominal pain may occur during essure therapy, a causal relationship between them cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A new product technical analysis is expected. Further information will be obtained through the litigation process.